Event description:
It was reported that the patient presented to the hospital for a right ventricular lead removal due to the lead perforating the right ventricle and the left ventricle. The lead was removed via a sternotomy and a new lead was replaced. The patient was in stable condition.